Manufacturer narrative:
It was determined that this event is a duplicate event to MFR# 2916596-2023-00848. The investigation results will be submitted under that report.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the patient underwent a heartmate 3 to heartmate 3 pump exchange due to an outflow graft obstruction and blood clot. There were multiple low flow alarms as a result. The pump operated as intended after the alarms. The patient was stable post-operation.